Manufacturer narrative:
Analysis found the clamps are loose, the wave spring washers are worn. The spare fuse decal was damaged. The wave spring and fuse decal have been replaced. The device has been successfully tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring patient interface was not working properly. There was no patient impact.